Event description:
It was reported that the patient had a cerebral spinal fluid (csf) leak. No patient symptoms were reported. The hcp was replacing the intrathecal section of catheter due to the csf leak and upon cutting the catheter at the lumbar site the intrathecal section advanced into the intrathecal space and the hcp was unable to get a hold of it. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.